Event description:
Customer (biomed) stated device failed a routine flow rate test (rate was set to 200 ml/hr, vtbi = 20 ml, pump delivered 30 ml in 5 minutes).

Manufacturer narrative:
During a review of past complaints, this device failure was noted and at that time ((B)(6) 2010) was considered a reportable event.